Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure in which a 3.00x24mm taxus express2 stent was deployed, the patient expired at home. Cause of death was unknown. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).